Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2024 by arthroscopy, sports medicine, and rehabilitation titled "arthroscopic suture anchor scapholunate capsulodesis." The study reviewed fifteen (15) patients who underwent hand and wrist procedures using arthrex corkscrew to treat scapholunate instability. Two (2) patients had a recurrence of scapholunate ligament diastasis during the twelve (12) month follow-up period. Ref: chung, s. R., et al. (2025). "Arthroscopic suture anchor scapholunate capsulodesis." J wrist surg 14(4): 302-313.